Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false alert for shorted output stage detection (sosd) was observed on the device. A firmware download was successfully performed to remove the alert from the device to resolve the event. The patient was stable and will continue to be monitored.